Manufacturer narrative:
Follow-up received on 11-jan-2017: quality safety evaluation of ptc. (B)(4). The essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The inserts outer coils expand to confom to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed. User attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device breakage. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the medical events are not indicative of a quality deficit per se. Since no batch number was reported a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced infections (seen as pelvic infections). Also, plaintiff had fracturing of the implant. Plaintiff underwent a surgical removal of essure, about two years after essure insertion. Both events are anticipated in the reference safety information for essure. Essure system is sterile however, it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. Considering the temporal relationship between infections and essure cannot be excluded. In this particular case, the exact date and mechanism of the device breakage are unknown. However, considering the event's nature, it was considered related to essure. This case was regarded as incident, as a surgical intervention was required. Non serious events were reported. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infections") and device breakage ("fracturing of the implant") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic infection (serious criteria medically significant and clinically significant/intervention required), device breakage (serious criterion medically significant), pelvic pain ("pain"), anxiety ("anxiety"), depression ("depression") and migraine ("migraines"). The patient was treated with surgery (surgery to remove essure). Essure was withdrawn. At the time of the report, the pelvic infection, device breakage, pelvic pain, anxiety, depression and migraine outcome was unknown. The reporter considered pelvic infection, device breakage, pelvic pain, anxiety, depression and migraine to be related to essure. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced infections (seen as pelvic infections). Also, plaintiff had fracturing of the implant. Plaintiff underwent a surgical removal of essure, about two years after essure insertion. Both events are anticipated in the reference safety information for essure. Essure system is sterile however, it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. Considering the temporal relationship between infections and essure cannot be excluded. In this particular case, the exact date and mechanism of the device breakage are unknown. However, considering the event's nature, it was considered related to essure. This case was regarded as incident, as a surgical intervention was required. Non serious events were reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('infections') and device breakage ('fracturing of the implant') in an adult female patient who had essure (batch no. 302239-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), pelvic pain ("pain"), anxiety ("anxiety"), depression ("depression") and migraine ("migraines"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic infection, device breakage, pelvic pain, anxiety, depression and migraine outcome was unknown. The reporter considered anxiety, depression, device breakage, migraine, pelvic infection and pelvic pain to be related to essure. The reporter commented: about 3 coils were noted outside the ostia on each side. Lot number [302239] is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2020: update of information (batch is not valid). On 22-sep-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic infection ('infections') and device breakage ('fracturing of the implant') in an adult female patient who had essure (batch no. 302239) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), pelvic pain ("pain"), anxiety ("anxiety"), depression ("depression") and migraine ("migraines"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic infection, device breakage, pelvic pain, anxiety, depression and migraine outcome was unknown. The reporter considered anxiety, depression, device breakage, migraine, pelvic infection and pelvic pain to be related to essure. The reporter commented: about 3 coils were noted outside the ostia on each side. Most recent follow-up information incorporated above includes: on 8-sep-2020: mr received : lot number, reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.